Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. The investigational analysis completed 6/16/2019. The device was inspected and the brimp cap was found broken, the friction ring detached, and the hemostatic valve detached from the hub. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. An internal corrective action was created to investigate the issue. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 4/24/2019 and found the brim cap broken and the friction ring and hemostatic valve detached from hub. These finding coincide with what was reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 5/2/2019, a manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath and a hemostatic valve separation issue occurred. Initially it was reported that the valve on the port broke off during access. The hemostatic valve (gasket) detached from the sheath and the valve popped off the back when they pulled the dilator out of the sheath once it was in the vessel. Sheath replacement resolved the issue. There was blood coming out of where the valve popped off. However, the doctor caught it quickly so there was little blood loss. There were no adverse effects or harm to the patient. The hemostatic valve separation issue has been assessed as MDR reportable.